Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.

Manufacturer narrative:
On 05 october 2022, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump did not experience battery gauge fluctuations. No pump issues were identified. This event does not meet MDR requirements as defined by 21 cfr 803.